Manufacturer narrative:
UDI: product made prior to compliance date, UDI unavailable. Upon completion of the investigation, a follow up report will be filed.

Event description:
The reported valve was implanted to an sah patient via vp-shunt (doi was unknown, initial setting was 110 mmh2o). It was reported that the surgeon was not able to change the pressure setting of the valve by using programmer although the surgeon attempted to change in several times on (B)(6) 2017. The revision surgery was performed with hakim valve (part# was 82-3842, lot# and initial setting were unknown) on (B)(6) 2017. The patient is female, and her condition is stable. The surgeon suspected the debris may be one of the root causes. No further information was provided by the hospital.

Manufacturer narrative:
(B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The valve was visually inspected; some biological debris on the underside of the valve mechanism, as well as a needle hole over the needle guard. The position of the cam when valve was received was 110 mmh2o. The valve was hydrated. The valve was tested for programming with programmer 82-3126 with serial (B)(4) and programmer 82-3190 with serial (B)(4), the valve failed the test, the cam mechanism did not move during the programming process. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, leaked from the needle holes over the needle guard. The catheter was irrigated; no occlusion was noted. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested at a 110 mmh20, the valve failed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the cam mechanism, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records for the valve product code 82-3100, with lot cppbw0, conformed to the specifications when released to stock on the 20th february 2014. The root cause of the problem reported by the customer is due to the biological debris found on the spring, on the spring pillar, on the cam mechanism, and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.